Manufacturer narrative:
Based on the device log analysis, the reported issue could be confirmed. It was found that the supervisor function of the device detected a deviation of the motor position detection and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The ventilator assembly has been replaced by the draeger service which solved the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed at the end of anesthesia and alarmed with "vent fail". No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the device failed at the end of anesthesia and alarmed with "vent fail". No injury reported.